Event description:
A physio-control service representative observed that a loaner device from the physio inventory would reboot by itself. As a result, defibrillation may not be able to be delivered, if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the loaner device and verified the reported issue. Physio then replaced the therapy pcb assembly and after observing proper device operation through functional and performance testing the unit was placed back into the loaner inventory pool for use.

Manufacturer narrative:
Physio-control examined the removed therapy pcb assembly and determined that the cause of the reported issue was an electrically shorted transistor, designator q6.